Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to corrosion inside the femoral head and on the trunnion. The stem, head, and liner were revised. Rep confirmed there are no allegations against the revised liner. Rep reported that he can provide pictures, and confirmed that otherwise, no further information will be released by the hospital or surgeon.